Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. Initial reporter zip: (B)(6). (B)(4).

Event description:
It was reported that during a procedure the t1 and t2 implants simultaneously deployed. Both implants were removed successfully and a backup device was used to complete the procedure. No patient injury or complications were reported.